Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date of product: 11 jul 2025. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Risk management review: a review of doc-035405 medical device hazard analysis (rev 14), identifies the hazard situation as "4.36 - stopcock valve unable to turn / rotate and/or handle breakage." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Related to capa005781. Root cause/failure investigation: the customer did not return the device for evaluation or provide additional information regarding the alleged failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: unable to confirm - no part returned.

Event description:
Nt821731c - customer experiencing failures of the stopcock clamp. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per doc-035405 rev 12 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage. Effect (harm): delay in patient treatment, over / under drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Reference to CAPA: 005781. Further investigation to be carried out.

Event description:
Nt821731c - customer experiencing failures of the stopcock clamp. No injuries.